Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter:: the device calibrated and performed self-check without incident, but green status indicator started to blink then the cartridge articulated to the maximum angle and back to the straight position automatically. The incident occurred outside pt. The cartridge was reloaded and used on pt, the same incident occurred and the surgeon removed the device from the pt without problem. The same cartridge was used with egiauxl on pt without further incident. No pt harm operating time extended: less than 30 min. Additional issue resection: no. Tissue damage. Nothing fell into the cavity. No bleeding. No reinforcement material was used.

Manufacturer narrative:
(B)(4).